Event description:
Caller reported blood glucose results of 155 mg/dl on the aviva system, professional system result of 80 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 155 mg/dl on the aviva system, professional system result of 80 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.